Manufacturer narrative:
(B)(6) manufacturing date requested but not available at the time of this report. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4) all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported a surgeon did iris registration several times for a bilateral customvue lasik but still he was not able to get acquire it. He then moistened the corneal stroma with balanced salt solution and was able to get iris registration. Laser treatment (ablation) was done. At one day post treatment vision in that eye was 6/15. Surgeon reported that when he saw the patient for next follow up, the vision dropped to 6/30. Surgeon was unable to capture topography or idesign maps during that visit. Cornea is quiet. Surgeon reported being concerned that stroma was not dry enough and that caused irregular ablation potentially causing central island. Patient is currently 6/12 with a lot of glare and a slight change in the topography.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.